Event description:
The light handle cover in the pack ripped. It was not noticed until later in the case. Many of the scrub team touched this resulting in contamination of patient. Patient was given antibiotics propnylactically which is not routine for the procedure being performed. No negative outcome anticipated.